Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the right ventricular (rv) channel. The products were explanted and replaced. No additional adverse patient effects were reported.